Event description:
The device was used during a laparoscopically assisted vaginal hysterectomy procedure. Reportedly, after the instrument was removed a small piece was missing off the end of the sleeve. A laparoscope was inserted to try to locate the disengaged piece. The piece was not retrieved. The hosp has reported that no adverse effects to the pt were noted at this time.